Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission. The implantable pulse generator (ipg) device remains in use. No patient complications have been reported as a result of this event.